Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause for the event was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the lamp did not ignite. The issue occurred during preparation for use. Restarting did not help. The emergency lamp started immediately. There were no injuries due to the failure of the lamp. An olympus field service engineer (fse) was dispatched to perform additional troubleshooting. The fse identified that the xenon lamp was not an olympus lamp. The light control was set to maximum. The fse was unable to ask questions because the medical technology person was unavailable. The plug contact socket was cleaned. No new olympus xenon lamp was installed because consultation was missing. Fse recommended replacing the xenon lamp. There was no patient harm associated with the event.